Event description:
Small (10 mm x 13 mm) surgical sponges or patties are used in brain surgery - hundreds of them are used in long cases. Each sponge has a 30 cm long string attached to it so that the sponge can be retrieved from the surgical site. During surgery to remove a large tumor from a patient's brain, the surgeon found that one of the strings did not have a sponge attached and the final sponge count was not correct. The surgeon spent several hours exploring the wound under a microscope and used x-ray and flouro but could not locate the lost sponge. A follow-up CT scan taken later showed that the sponge was still there, and a second operation to retrieve the sponge was successfully performed 6 days later.